Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected critical pump errors (open book image) were noted during testing. After further inspection of the device interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. Customer's blood glucose value was 159 mg/dl. Troubleshooting was performed. Customer stated that the insulin pump had crack at back side. Customer stated that they received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.